Event description:
It was reported that during an unknown procedure, the staples were open. No patient consequences were reported.

Manufacturer narrative:
Date sent: 10/17/2007. Info anticipated, but unavailable at this time.